Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is corroded and the lower connector of the lcd display is partly detached (loosened). Lcd display also missing segments. Upper and lower cases are broken and corroded. Battery release, heart block, encoder flex, keyboard and battery contacts are contaminated. One side bail cover and battery drawer are broken. One side bail cover, ring cover, three case screws, ring cover screw, side bail, and the ring are missing. Lead flex cover, battery flex, and heart lead flex are corroded. Main printed circuit board is out of electrical specification. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
It was reported that when the external pulse generator was hooked up to a simulator there was no output. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.